Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a catheter fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A jetstream® xc atherectomy catheter was selected for an atherectomy procedure. During the procedure, after aspiration had been initiated, it was noted that the outer catheter lining developed several circumferential fractures. Aspiration was not affected as a result. The catheter was removed from the patient intact and another of the same device was used to complete the procedure. There were no patient complications and the patient status is fine.